Event description:
It was reported that a user experienced hyperglycemia while disconnected from the ilet due to a sensor issue, then performed a full supply change and reconnected the sensor and pump with guidance; after reconnection, glucose values trended downward, with a reported high of 306 mg/dl. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included customer service troubleshooting and user education regarding reconnection and supply change. Investigation of this case revealed no device malfunction and suggested that time off the pump and interim snacking contributed to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.